Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken wire was confirmed by failure analysis.

Manufacturer narrative:
Correction to section d: the received instrument for failure analysis had different batch details from the one that was submitted on initial report. Hence following fields were changed. - primary product batch/lot number was updated to k12231005 0355. - primary product UDI number was updated to (B)(4).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, one of the strings of the 8mm mega suturecut needle driver instrument was cut. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon noticed issues with the instrument's ability to grasp. No fragment fell inside the patient and they have not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.